Event description:
It was reported that the "port a cath" needle of a small volume folfusor had become loose from the patient, which resulted in a leak. This occurred during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13c067 was manufactured march 22, 2013 - march 25, 2013. The sample was received for evaluation. Visual and microscopic inspections were performed. No evidence of a loose connection or separation was identified. The reported condition could not be confirmed. A condition of no flow was observed and microscopic inspection revealed a buildup of crystallized drug. If additional relevant information is obtained, then a follow-up MDR will be submitted.